Manufacturer narrative:
The difficult-to-position, difficult-to-insert allegations were confirmed by a failed stylet insertion test. Blockage was encountered from the terminal pin. Visual inspection of blockage indicates an agglomerate blood/body fluid and polymer from lead/guidewire interaction. Traces of dried blood were noted in the lumen tip area (normal for an open tip lead).

Event description:
It was reported that this lead was unsuccessfully implanted due to placement difficulty. After the extended case time and multiple catheter exchanges, clot built up within the lumen making this lead difficult to advance over the wire. This lead was never in service. No adverse patient effects were reported.